Event description:
It was reported that the patient has a broken lead. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was disposed by the medical facility and was not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700 . Model: sc-2317-70. Serial: (B)(6) . Batch: 20798889.

Event description:
It was reported that the patient has a broken lead.